Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent hernia repair surgery on (B)(6) 2011 and mesh was implanted during which the surgeon noted he identified the hernia recurred inferiorly to the previous mesh. He noted large amounts of adhesions required extensive adhesiolysis in order to clear the abdominal wall. The mesh was excised. It was reported that the patient underwent a second removal surgery on (B)(6) 2013 during which the surgeon noted extensive adhesiolysis was necessary prior to excision of the mesh. It was reported that the patient experienced an unknown adverse event. The patient had a previous mesh implanted on (B)(6) 2011 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/30/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.